Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The reporter indicated the system diagnostics at a routine office visit resulted in high impedance, indicating a possible lead break. The patient experienced trauma to the left clavicle and an increase in seizures near baseline. It was also reported that prior to her trauma, the patient was seizure free. The patient underwent full revision surgery. Good faith attempts are being made for product retrieval and to obtain additional information.